Event description:
It was reported that the user experienced a hypoglycemic event during participation in the ilet experience study and stated their glucose dropped to 43 mg/dl, with the cause unclear and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term or life-threatening sequelae and no hospitalization. Investigation included an attempt to collect additional information and blood glucose questionnaire responses. Investigation of this case revealed no device malfunction or component issue identified due to insufficient information and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.